Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. All planned stent grafts were successfully implanted without any reported issues. The patient tolerated the procedure. On an unknown date, computed tomography (CT) confirmed a proximal type endoleak and an unknown amount of aneurysm enlargement. On (B)(6) 2023, reintervention was performed to treat the proximal type endoleak. An aortic extender endoprosthesis was added to extend the proximal end of the previously implanted stent grafts. The endoleak was resolved. The patient tolerated the procedure. The reporting physician commented as follows: at the time of initial procedure, the proximal end of the stent grafts was placed about 2 cm below the lower renal artery. This could have caused to change the shape of infrarenal aortic neck over time and contributed to the endoleak. An aortic extender endoprosthesis should have been added during the initial procedure to avoid the future endoleak.